Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate an over 90% stenosed, diffuse disease lesion located in the mildly tortuous and severely calcified left anterior descending artery (lad) with this 2.50x20mm apex balloon catheter. There was some difficulty crossing the lesion with the apex balloon catheter. Once across the lesion, the balloon ruptured on the first inflation at 18atms. The device was removed from the patient intact. The procedure was completed with a 2.5mm quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)